Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the photo samples noted opened two way foley catheter with syringe. Verified material number 6610j14rb, batch number mykr3310 and material number for catheter 2758j14 with manufacturing lot number ngjz2838. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 2758j14 and manufacturing lot number ngjz2838. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned straight tip syringe and the catheter allowed to rest with no leaks. However, asymmetric balloon was observed with ballon concentricity= 100/0((B)(4)). The balloon was deflated balloon passively and successfully in 48sec. This is within specification per inspection procedure (B)(4) which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water did not return from the foley catheter during cuff test. Per notification from investigator on 04mar2026, it was reported that the balloon was noted to inflated asymmetrically, found during sample evaluation.

Event description:
It was reported that sterile distilled water did not return from the foley catheter during cuff test.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.